Event description:
Not aware of problem until contacted by attorney in regards to product claim. Scheduled cardiac catheterization and directional atherectomy lad, 3.0 mm stent used into distal left anterior descending (lad) at site of dissection. Stent became deployed to left main and was unable to be snared. Appears stent stayed on balloon when it was withdrawn back to guiding catheter. Not candidate for repeat open heart surgery. Transfered to another facility for further treatment.